Manufacturer narrative:
Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted; give date: n/a. PMA/510(k) #: unknown since product identifiers were not provided. Manufacturing date: unknown since product identifiers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of the intraocular lens (iol), there was a fragment of plastic in the anterior chamber that the surgeon removed with forceps. It looked like a piece of plastic from the edge of the inserter. Sometime later, another case occurred where the piece of plastic was similarly shaped but smaller. It was found in the anterior chamber. This report documents the second incident. A separate report will be filed for the first incident. No additional information was provided to abbott medical optics.